Manufacturer narrative:
Device serial number is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) was defective. The representative swapped the psu and the system started working. The representative swapped it back with the original and still worked properly. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively of a cranial resection procedure. It was reported that the camera doesn't identify spheres of instruments. The camera and tool interface unit (tiu) seems to be working. There a less than 1-hour delay to the procedure and no impact on patient outcome. It was later noted that the site was able to complete the surgery. There were no fault lights on and no error on the tiu.